Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had high impedance and was programmed off. The lead also had a high sensing integrity count (sic) and non-sustained episodes which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Three non-sustained (nsts) episodes with v-v intervals less than 220 milliseconds from (B)(6) 2015. Eighty four v-sics since last session 13 days ago. Lead failure predictor triggered on (B)(6) 2015 for v-sics and nsts. Svc defib impedance has been out of range high since (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.